Event description:
The customer reported, the x-ray arm will not stay locked. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the solenoid lock mechanism. System operates as intended. (B)(4).